Manufacturer narrative:
The t:slim x2g6 user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Troubleshooting was declined as the customer suspected cause of occlusions was due to off label insulin use. Customer's blood glucose level was 110 mg/dl.